Event description:
While on battery power, the device pwoered off by itself with an inadequate response time following an alarm condition. At approximately 0900, line a of the device was programmed to deliver pitocin (20u/100ml) at a rate of 12ml/hr and the delivery was started. No further programming parameters were provided. At approximately 1130 while the nurse was at the bedside, the device sounded an unspecified alarm, and within 5 seconds powered off. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.